Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted findings of dust/dirt contamination, a damaged warning label, and the printed circuit assembly (pca) will need to be replaced. Due to the sd card reader malfunction, the technician could not extract the error log. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.